Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported false positive with the ID now covid-19 assay performed on an unknown date. Quantitative antigen (brand name and manufacturer unknown) was performed on (B)(6)2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: b3 - date of event: the date provided is an approximation as the exact event date was not supplied by the customer. H4 - device manufacturing date. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217599 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m217599, test base part number 192-430 / lot m217599. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217599 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have been related to cross-contamination.d4 - serial number: na b2 - outcomes attributed to ae: na. H3 other text : device discarded, single use.

Event description:
The customer reported false positive with the ID now covid-19 assay performed on an unknown date. Quantitative antigen (brand name and manufacturer unknown) was performed on (B)(6) 2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.